Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: mlc-78- user hematocrit low. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. The e-0 error occurred as when the blood sample was absorbed. At the time of the call, the customer reported feeling ill with symptom of nausea. Medical attention was not needed at the time of the call. The customer stated that they are anemic. Customer was advised to contact their distributor and insurance in order to see what other meters are available to them. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 08/23/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.